Event description:
It was reported that the patient presented remotely via merlin.net review of transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed; the patient will continue to be monitored. The patient was in stable condition.